Event description:
It was reported that 30 pen ndl 32g 4mm hp 100 box 1200 ca were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that 30 pen needles clogged. Verbatim: consumer reported found 30 pen needles from this box that clogged during injection."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 30 pen ndl 32g 4mm hp 100 box 1200 ca were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that 30 pen needles clogged. Verbatim: consumer reported found 30 pen needles from this box that clogged during injection"